Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ntima-ii-leakage event description: on (B)(6) 2025 at 14:32, the patient underwent head dynamic enhancement MRI in MRI room 6.at 14:35, approximately 5 ml of fluid was observed leaking from the heparin cap. The patient was administered 15 ml of gadotrium ethylate injection solution mixed with 20 ml of 0.9% sodium chloride solution. After the solution leaked, the injection was stopped. The medication was wiped off the patient's arm, and the patient was informed of the situation. The images were reviewed, and the patient's report was not affected. The quality of the heparin cap was found to be substandard, and the incident was reported as an adverse event.

Manufacturer narrative:
1. No defective samples and photos have been received. 2. DHR review is not performed as the lot number is "unknown" for this complaint. 3. Retained sample analysis is not performed as the lot number is "unknown" for this complaint. 4. The prn can withstand 45psi of pressure, if the pressure is greater than 45psi, the prn may be damaged. 5. Suggest that the customer use the high pressure resistant straight product, and pay special attention to remove the prn and replace it with a high-pressure infusion connector with luer (screw). Conclusion(s): the root cause of the complaint cannot be determined as there are no anomalies in the process, no defective samples are received for analysis and confirmation, and limited information is available.

Event description:
No additional information available.